Manufacturer narrative:
Manufacturer's report date 9/29/1998. The pump was received and was visually and functionally tested. Visual inspection found the inspection seal broken with the yr missing (4/). The event logs were downloaded and reviewed and it was noted that the amount of units entered was 2500, not 25,000, which in the drug calc mode would calculate to a rate of 180 ml/hr. Engineering extensively tested the pump in the drug rate calculation programming with no discrepancies. Pump performed as programmed. Engineering was unable to duplicate the alleged rate change with the returned instrument. However, after reviewing the event history logs, MFR and user facility believe the incident occurred due to misprogramming by the user. This report was filled out by the MFR.

Event description:
It was reported that an overinfusion of heparin had occurred. Pump was set to deliver in the drug calculation mode, dilute volume = 500 millimeters, volume to be infused was 25,000 units and the dose rate = 900, which calculates to a rate of 18 milliliters per hr. 2 hrs into the infusion, nurse noticed pump rate displayed 180 milliliters per hour. There was no injury to the pt, however, pt's hosp stay was extended for monitoring purposes.